Event description:
It was reported the patient received an inappropriate shock due to noise. Noise was reproducible and was observed on the iegm. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.